Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reports an alleged revision procedure was performed (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, tissue/bone destruction, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions.", number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 4 mdrs filed for this event (reference 1825034-2013-03857/03860). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6), 2007. Legal counsel for patient reports an alleged revision procedure was performed (B)(6), 2013 due to patient allegations of pain, swelling, inflammation, tissue/bone destruction, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metallosis. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient's revision medical records noted the revision was due to elevated metal ion levels and pain. Medical records further noted the presence of synovial fluid, an osteolytic lesion, fibrous tissue, inflammation, pseudocapsule, light tan/brown papillary synovium tissue, osteolytic bone, yellow-tan soft tissue, sclerotic cancellous bone, and metallic particles.